Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a difficulty to remove the lead from the device header was not confirmed in the laboratory. Visual inspection of the set screws noted that they were stripped. However, the set screws were returned separate from the device and therefore it is not known if the screws had an impact on the lead removal difficulty. The cause of the lead removal difficulty could not be determined.

Event description:
It was reported that during a generator changeout due to normal eos, the physician reported difficulty of removing a lead from the device header. Silicone oil was used to lubricate the area, but unusually strong force was used to remove the pin. The device was removed during the procedure. The patient tolerated the procedure well and was stable.